Event description:
Additional information received confirmed that the cause of the endoleak was attributed to dilatation of the neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: ilxch1616135 sn (B)(4), expiration date: 2012-02-23 iexch162085 sn (B)(4), expiration date: 2012-01-19.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the hospital with abdominal pain. CT imaging revealed a 6.9cm aneurysm and a stent graft that appeared to be free floating. The patient also had an ejection fraction of 15% and was in renal failure and could not undergo surgery. Four days later the patient¿s aneurysm ruptured while they were using the bathroom and they expired. No additional clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Per the physician, the patient presented to the hospital with an endoleak and a 10 cm in diameter abdominal aortic aneurysm. The patient refused surgery. The patient later expired due to a ruptured aneurysm.